Event description:
A notable event preceded the malfunction of the pump, which displayed malfunction code malf 0. The pump could not be reset, and was set to be replaced. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support instructed the customer to put the pump into storage mode and return it with a pre-paid label within ten days. There was no reported adverse impact on the customer's blood glucose level.